Event description:
It was reported the pt's ipg site gets itchy and hot and develops a rash when stimulation is on. It was also reported the pt has not charge her ipg in several months because she suffered a stroke and a heart attack. The pt does not have stimulation and is unable to charge her ipg. The next course of action has not been determined. Follow-up is pending.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.